Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "cannot charge" message when attempting to charge. There was no pt involvement during the reported malfunction.